Event description:
It was reported during the permanent implant procedure, the physician inadvertently secured the s8 lead with an expired swiftlock anchor. The physician opted not to replace the expired product at that time. Postoperatively, the patient is doing well and is satisfied with stimulation.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.